Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of possible occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that drops came out of the reservoir but numbers never showed up on the screen. The reservoir will not be returned for analysis.